Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the enclosure was dirty and scuffed. The water tank cover was missing the seal and the reservoir was contaminated. The main block was dirty and the line cord was old and worn. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (defective micro switch) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-390) had a bad micro switch. No patient injury or complications were reported in relation to this event.